Event description:
The event occurred on an unspecified day on (B)(6) 2024 involving a tego® connector where the customer reported that the device wouldn't flush in. The clear film was torn. There is evidence of blood contamination on this tego; therefore, they would assume it had been attached to the patient. However, it was also reported that, the problem of the product occurred on (B)(6) 2024. The status of the product at time of event was during preparation. This is the first of two events.

Manufacturer narrative:
E1 - initial reporter phone, the customer provided "(B)(6)". Received two used d1000 tego connectors for inspection. As received, each of the seals on the tegos were torn. No mating devices were returned. The reported complaint can be confirmed. The probable cause is due to overtightening during use. The direction for use (dfu) states: "do not overtighten." The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.